Manufacturer narrative:
The investigation into the reported "low pump flow and removal issues" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The data logs were returned for a period of ten days and not for the entire case. The low pump flow issue occurred on 16th day of the case and data logs were provided for that duration but no abnormalities were found. There is no evidence in the logs pointing towards low pump flow hence, there was no issue found during the case. The device functioned/operated to specification. The root cause of the removal issue was use related to excessive force. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 33-year-old female (race unknown) was implanted with an impella 5.5 device for mechanical circulatory support. Upon removal of impella in or, the device was stuck at innominate and axillary bifurcation. Decision made by the doctor to do sternotomy and place central va ECMO. Sternotomy was performed to help facilitate the removal of the impella, but to also place va ECMO. Impella was then removed by strict tension and wiggling of catheter out through axillary graft.